Manufacturer narrative:
H6. Additional code was added and corrected to reflect the information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8835, serial# (B)(6), product type: programmer. Patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient stated their personal therapy manger (ptm) quit working about 3 days ago. Patient used their ptm which indicated an alarm - code 8286, (B)(6) at 19:35. (Empty reservoir). Patient indicated the date on the ptm was also off - currently showing (B)(6) 2024. The patient was redirected to their healthcare provider to further address the issue. Agent inquired if there was a return of symptoms. Patient stated yes, but they had their medication changed from morphine to dilaudid about 2 months ago and were titrating that medication, which they seem to have almost right.